Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control evaluated the electronic records from the event and verified that the device powered off by itself during the event. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself after delivering a 200 joule shock. This was found during testing. There was no patient use associated with this event.